Manufacturer narrative:
Concomitant products: product ID: etlw1616c82e, stent graft. Product ID: etlw1624c156e, stent graft. Product ID: etbf2816c166e, stent graft, implanted: (B)(6) 2014.

Event description:
It was reported that a remote transmission revealed a nonsustained ventricular tachycardia (vt) episode, and t-wave oversensing (twos) was suspected. Reprogramming was performed for right ventricular (rv) lead sensitivity, and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an additional episode of t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.